Event description:
The customer reported that the insulin pump was not functioning properly. The customer stated that the insulin pump does not alarm no delivery or empty reservoir when the reservoir is empty. Explained the customer the importance of changing out the reservoir before it is empty. Ran a displacement test and passed. The customer declined to perform the high pressure test as she did not want to change her infusion set. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.